Manufacturer narrative:
Patient information was not made available from the site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report that, while in a spine procedure, the virtual line was displayed and the numerical value was 100 millimeters. This was shorter than 100 millimeters on the cad data. The navigation system projection was showing shorter than expected. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.